Event description:
It was reported to boston scientific corporation that an alliance syringe was intended to be used in the esophagus during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2022. During preparation, the nurse manager went to restock alliance syringes and noticed the corrugated box was soaked. Upon opening the alliance syringe packaging, it was noted to be wet and found that the syringes were also affected. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alliance syringe was intended to be used in the esophagus during an esophagogastroduodenoscopy (egd) performed on september 14, 2022. During preparation, the nurse manager went to restock alliance syringes and noticed the corrugated box was soaked. Upon opening the alliance syringe packaging, it was noted to be wet and found that the syringes were also affected. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. **correction** it was noted that the sterile barrier of the device was compromised. The procedure was completed with another alliance syringe.

Manufacturer narrative:
Block h2: correction: blocks b5 (describe event or problem), d7a (sud reprocessed and reused), h6 (impact codes and device codes) h8 (usage of device), and h10 (additional MFR narrative) block h6: device code a020503 captures the reportable event of compromised sterility. Block h10: investigation results the returned alliance syringe was analyzed and a visual examination found that the box had a corner torn and a missing portion of it. The box also had stains of possible water damage. In the photos submitted by the customer it was possible to observe a wet stain on the boxes and the boxes damaged as well. The devices are sealed. With all the available information, boston scientific concludes that the torn corner found on the box and a missing portion of it are likely to have occurred due to factors encountered during shipment and/or storage. The tears may have occurred due to environmental factors during the transport or storage of the device, also an incorrect storage of the box, without the proper conditions could have induced the analyzed defects. Therefore, the most probable root cause is cause traced to transport/storage.

Manufacturer narrative:
Block h2: correction: blocks b5 (describe event or problem), d7a (sud reprocessed and reused), h6 (impact codes and device codes) h8 (usage of device), and h10 (additional MFR narrative) block h6: device code a020503 captures the reportable event of compromised sterility.

Event description:
It was reported to boston scientific corporation that an alliance syringe was intended to be used in the esophagus during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2022. During preparation, the nurse manager went to restock alliance syringes and noticed the corrugated box was soaked. Upon opening the alliance syringe packaging, it was noted to be wet and found that the syringes were also affected. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Correction: it was noted that the sterile barrier of the device was compromised. The procedure was completed with another alliance syringe.